Manufacturer narrative:
H3: product analysis of the device found that visually, there was no significant damage to the packaging carton. The carton contained emg size 6 tube and 68e3566 insert. There was no damage noted in the construction of the device, or traces of biological contamination. However, there were traces of a loose white (multiple) particulates inside the cuff. Functionally, a syringe was used to inject 20cc of air into the cuff, and cuff could not stay inflated. The cuff was submerged under the water and leakage was coming from the inflation lumen. It was noticed that there was no rtv inside the inflation lumen. As per drawing (90a2121, revision j), the inflation lumen shall be plugged with 60d1013 rtv between distal tip of the tube and the spring minimum 4mm continuously. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before operation, the anesthesiologist checked the nerve monitoring endotracheal tube and found that the tip of the endotracheal tube was leaking air and could not be used. Immediately replaced it with the same model of nerve monitoring endotracheal tube. There was no patient impact.